Event description:
The customer reported that rh(d) negative donor units yielded false positive reactions on erytype s rh donor when tested on tango optimo. The customer reported hat the incident occured on (B)(6) and described it as "ongoing" without being able to provide exact dates. The customer has returned the supposedly defective product for investigational testing, but none of the donor units that had caused false positives were returned. Testing in our quality control laboratory is still ongoing. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our initial report on this incident.